Event description:
It was reported to resmed that an astral device had a blank display while in use. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Visual inspection of the lcd screen revealed physical damage. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing reproduced the reported complaint. Visual inspection of the top case electrical circuit revealed hard folding marks on the lcd flex cable joints. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a handling issue during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank display while in use. There was no patient harm or serious injury reported as a result of this incident.